Event description:
A report was received that the patient was charging the battery more frequently and was having connectivity issues with the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the complaint was not verified. The patient's data indicates that the daily battery depletion rate prior to the explant was within the expected range of 8.77 mv. However, the characteristics of the device were changed after the explant procedure. The daily battery depletion rate after the explant procedure without stimulation is 116.60 mv. Sleep current leakage measured 1.30 ma. Vh to ground measured 2.43 kilo ohms. This symptom indicated that analog ic-u1 had been damaged. Exposing the ipg to high-voltage transients can cause this type of failure. (Ref: er2010). It was reported that electrocautery was used during the explant procedure.

Event description:
A report was received that the patient was charging the battery more frequently and was having connectivity issues with the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was charging the battery more frequently and was having connectivity issues with the remote control. The patient will undergo an ipg replacement procedure.